Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the reaction tray (rrv) and the dilution tray (dtt) cuvettes were overflowing and the overflowing contents were contained to the instrument. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the clogged vacuum valve 2 (voev2) tubing and verified the operation of the rrv and the dtt wash heads. The cse then performed a total service call. The cause of the discordant un_c, dbil_2 and ecrea_2 results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant concentrated urea nitrogen (un_c), direct bilirubin (dbil_2) and enzymatic creatinine (ecrea_2) results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument, resulting different from the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant un_c, dbil_2 and ecrea_2 results.